Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6) hospital. Device is a combination product. Device evaluated by MFR: synergy ous mr 2.25 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the proximal end. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed that the tip had been stretched and the distal portion is missing. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25mm x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, the distal edge part of the stent was found to be deformed. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25mm x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, the distal edge part of the stent was found to be deformed. The procedure was completed with a non-bsc device. No patient complications were reported.